Event description:
It was reported that patient underwent total oss/rhk knee system procedure in 2009. During procedure, the surgeon was unable to successfully assemble the knee axle. The hospital reported that during this assembly process, the surgeon accidently implanted a trial axle, item in place of the intended implant.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Returned implant was evaluated with no dimensional errors found that would have prevented assembly. Manufacturing records were reviewed with no deviations recorded. Review of complaint history indicated no similar reports received involving this item. The implant is manufactured from wrought cobalt chrome alloy, while the trial is manufactured from 17/4 stainless steel. No further complications have been reported. This report was filed 05/20/2009.